Manufacturer narrative:
Product ID 3389s-40, lot # v104410, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v104410, implanted: (B)(6) 2008, product type lead; product ID 7436, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had three battery replacements due to infection. The battery was removed again while the infection was being treated. It was noted the patient had hoped to have the stimulator replaced when they finished their antibiotics. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).